Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicated that guide manufacture occurred per established processes. The returned guide's trajectory aligned with the treatment plan per anatomage's standard tolerance. However, factors were identified which may have contributed to the perceived trajectory deviation during implant surgery. The implant at site #12 was planned only 1.29 mm from the adjacent root in the doctor's treatment plan. The guide trajectory analysis determined that the largest deviation was 0.27 mm mesial at the implant apex. Although 0.27 mm is within the standard manufacturing tolerance of <0.50 mm, this deviation could have made the drill appear to be nearly touching the mesial root of the adjacent tooth #11. The doctor had also provided a 2-dimensional periapical (pa) x-ray image showing the drill tip in close proximity to the site #11 root. The returned guide was analyzed and measured to obtain reference dimensions and compare against the periapical scan. The measurements determined that with the guide and handle fully seated, the closest distance between the surface of the drill and the adjacent tooth is limited by the width of the handle. The width of the handle was measured from its outer diameter to inner diameter to be 1.83 mm. Therefore, this guide analysis demonstrates that there was more distance between the drill and adjacent tooth than the pa image suggests. The actual distance between the root and drill may also be misrepresented by the pa image. Thus, the manner in which the pa x-ray was taken may have contributed to the perception that the drill is closer to the adjacent root than it actually was, thereby causing the doctor to conservatively abort the surgery and graft the patient.

Event description:
The doctor used the guide to pilot drill at implant site 12. When evaluating the osteotomy, the doctor determined that the drill was too close to the root of the mesial tooth. She grafted the site and aborted surgery.